Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 145 ohms. Upon review, there was a gradual increase in the impedances over the past year. The plan is to continue monitoring. No adverse patient effects were reported.